Event description:
It was reported that during a hand assisted laparoscopic splenectomy and nephrectomy procedure, the device ripped. There was no patient consequence. No additional information is available at this time.